Event description:
The customer reported via phone call that they received a button error alarm. The customer stated removing the battery did not resolve the alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was washing their car when the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No moisture damage was noted on the electronic or motor assembly. No button error alarm was noted. All of the buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.